Event description:
It was reported that the caregiver was transporting a pt down the hall when the zoom stretcher stopped abruptly, allegedly causing a shoulder strain on the caregiver. Zoom was intermittent. There was no pt involvement but there were adverse events.

Manufacturer narrative:
Result - load cell.